Event description:
Caller reported a cracked and shattered touchscreen on the pump, rendering it unresponsive and illegible. Customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support decided to replace the pump, and the customer will use multiple daily injections (mdi) as backup therapy to ensure insulin delivery continuity.